Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system and confirmed that c-arc was stuck as sheet water was getting in c arm. Service engineer instructed the customer to do collision calibration, then to restart the system. After collision calibration, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arc was stuck. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.